Event description:
Device returned for non-specified repair. No pt impact reported. Repair request escalated to complaint on evaluation due to the footed portion being damaged by tool contact. On follow-up it was confirmed that there was no pt impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. On follow-up, it was confirmed that there was no pt impact. Event date estimated. Our recommendation for factory service is based on the facility's usage; however, it should not exceed 24 months. This device has been in use for 53 months without any record of factory service. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."